Event description:
It was reported that noise and low impedance were noted on the lead indicating a lead issue. The lead was capped and replaced.

Event description:
New information received notes externalized conductor and fracture were observed on the lead at the time it was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.